Event description:
Literature was reviewed regarding a 31-year-old female patient who underwent bioprosthetic tricuspid valve replacement with a 29mm medtronic mosaic valve. It was reported that 2 years later, the patient underwent redo sternotomy, the valve was explanted and replaced with mechanical valve of a different manufacturer due to early degeneration. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: eunjung choi, et al. Preconception counseling for a patient with a mechanical tricuspid valve. Journal of the american college of cardiology 29(3):102159 2024. Doi.org/10.1016/j.jaccas.2023.102159. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.